Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited under sensing. No intervention was performed. Patient status was not known.